Event description:
Bed alarm failed to alert staff of movement off of pad. New sensorpad issued and tested and verified functioning. Sensor pad that was removed, issued 09/20/1998, good until 12/20/1998.